Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported inaccurate contact force readings could not be determined.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
When the catheter was connected to the tactisys, the precision system indicated there was a connection issue. The contact force value switched between white and purple. Another tactisys was used to complete the procedure with no consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.